Event description:
Customer stated that the heating pad burned her back severely. Auto-shut off did not engage. Customer was sleeping on the pad at the time of the incident which is contrary to instructions.